Event description:
A (B)(6) male admitted on (B)(6) 2012 for elective CABG performed on 5-8 that lasted 10 hours; 3 days later on (B)(6), pt noted discomfort to medial portion of back; assessment performed revealed burns with some blistering on upper back that contained a waffle-like pattern. The same pattern matched the pattern on the warming blanket used during surgery. Silvadene cream applied and tegasorb applied. Pt and wife informed of what appears to be the source of the burned area. Surgeon notified. Further investigation revealed several factors that may have contributed to event. Pt is elderly and procedure lasted 10 hours, which is about twice as long as the typical CABG procedure. Because the event was not discovered until 3 days after surgery and not reported to operating room management until (B)(6), the blanket and the machinery connected with it was not sequestered or removed from service and had been used since that procedure.